Event description:
It was reported that the insulin pump alarmed experienced an unexpected restart alarm. It was reported that customer was unable to rewind the insulin pump. Customer's blood glucose reading was 271 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during prime test at due to faulty force sensor resistor. The device passed the unexpected restart error test, no alarms noted. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.